Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an unspecified time, the device was programmed to deliver an unspecified concentration of arsenic, at a rate of 125ml/hr, with a 350ml vtbi (volume to be infused). No further programming parameters were provided. The container size was reported to be 250ml. At 0939, the delivery was started. After an unspecified time, the nurse reportedly went to the patient room, "to check on infusion because it should have been completed." At 1159, the customer contact reported the delivery was stopped. At that time, the nurse reported "air extended in tubing to the 1st y site after going through the pump. Pump did not alarm for air." The customer contact reported, the "total run time was 2:20:00" and the "amount infused was 291ml/hr." The device was removed from clinical service. No air was reported to have delivered to the patient. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the therapy was resumed using a replacement device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. As indicated this event was identified as part of a customer notification dated april 2010. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. (B)(4).  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated that was completed 06/30/2010.  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.